Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed time/date resetting to default settings on (B)(6) 2013 10:07 after 8 minutes of ¿power on reset¿. On (B)(6) 2013, time was manually corrected from (B)(6) 2013 at 5:12 am to (B)(6) 2013 at 5:12 pm: this lead to an inaccuracy of tdd on the reported date. Pump powers ¿on¿ and displays ¿verify¿ screen. During testing, the time/date was set up to date and the pump was left on the "home" screen for 24, pump was powered down for 6h and then powered up. The pump was unable to maintain time/date setting after less than 24 h of ¿power on reset¿. Pump was opened and disassembled, bt1 component was found leaking. Force sensor was disassembled, contamination was found to the force sensor plate. Force senor resistance was found above specifications. The pump was unable to detect the cartridge upon the first ¿load¿ attempt. Force sensor calibration reading is below the requirement . Unable to verify all steps or to perform a (B)(4) test on the pump. Unrelated to the complaint, the keypad was removed from the base and contamination was found to all key¿s contacts except ¿ok¿ button. The display was observed to be faded and discolored, a test display was used during investigation and it was fully illuminated and colored.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for unknown blood glucose with seizures. The reporter indicated that during the hospitalization, the patient remained attached to the pump and experienced a blood glucose of 1.7 mmol/l. The patient's diabetes educator reviewed the pump and found that the time and date was programmed incorrectly in the pump; the time was set incorrectly for am and pm. The reporter indicated that the patient had changed the battery in the pump but did not realize that the time and date was incorrect. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. When a new aa battery is inserted the pump displays the verification screen and the user must manually confirmed (or reset) in order to proceed. No conclusions can be made at this time.